Event description:
Two single-use holmium laser fibers made popping noise and broke near laser producing black smoke during an operation. No one was injured and no adverse event occurred. Fibers were operating at 8.0 - 12.0 watts for 35 minutes when fibers failed.